Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, loose stool and slightly cloudy pd effluent. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (500mg, intraperitoneal, once a week, discontinued after 12 days) and ceftazidime injection (500mg, intraperitoneal, once daily, discontinued after 12 days) for peritonitis. Twelve days after event onset, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.